Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer stated that they was at work and received insulin flow blocked alarm. Customer was reporting a past event. Customer stated that the alarm did not occur during fill tubing. Customer stated that the event was resolved by infusion set change. Customer stated that the infusion set was failed. Unable to troubleshooting due to issue was past event and unable to return failed infusion sets because it was already discarded. The devices will not be returned for analysis.